Manufacturer narrative:
(B)(4). The user facility ordered a replacement gas delivery engine (gde), however at the present time there are no gas delivery engines available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility, and biomed will repair the device and return it back to service. A returned goods authorization (rga) number was also issued for the return of the alleged faulty gas delivery engine for evaluation. As of august 21, 2015, carefusion has not received the alleged faulty gas delivery engine.

Event description:
Biomed at a user facility reported the following: "performing routine testing unit fio2 is out of spec reading higher than spec of +/- 3%." Biomed tried replacing o2 cell as well as calibrate the blender balance regs, however the issue did not resolve.

Manufacturer narrative:
Failure analysis (fa) lab received a avea gas delivery engine (gde) and installed in known good avea unit. Fa replaced the o2 sensor and performed est test, which passed. Fa viewed the monitored values for fio2 on both the avea and pfc-3000. Fa verified the customer complaint of fio2 reading being out of spec. Through comparison of the readings on the avea and external gage. Proceeded to perform air-o2 regulator differential balance calibration and adjusted the air and o2 regulators to bring monitored fio2 to +/- 3% of 60% and differential pressure gauge to 0 (+/- 2cmh2o). Upon completion of the air-o2 balance calibration, the monitored fio2 readings were within specifications of +/-3%. The customer complaint of fio2 monitored values being out of spec was duplicated and isolated to the air-o2 differential balance being out of calibration. Adjusted air and o2 regulators to bring monitored values within specifications.